Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the device was inserted and closed and fired in a normal fashion. The surgeon opened up the instrument approx one complete turn and had difficulty removing it from the pt. After several attempts to remove the device, the surgeon again closed the handle completely and attempted to remove without success. At this point, two holes were noticed distal to the original anastomosis. A mini laparotomy was performed and the procedure was completed using another like device without any further difficulties. The sales rep inspected the device and the breakaway washer was fully transected and two complete intact donuts resulted. There were no difficulties in the firing of the device, all seemed to fire normally. The mini laparotomy was performed to repair the area. The instrument was closed a second time, fired, and removed. The pt preoperative diagnosis is unknown. The quality of the tissue where the device was fired was normal.

Manufacturer narrative:
Info anticipated, but unavailable at this time.